Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing coronary diagnosis procedure, when the issue occurred. The procedure was aborted, and patient was transferred. The philips field service engineer (fse) went onsite and analysed system log file. The analysis confirmed ips(instant power supply) phase fault, ppb defect. The fse confirmed that the high-voltage power supply at the bottom of the m cabinet is faulty. The cause of the pdu mim failure cannot be conclusively determined by the supplier¿s analysis. However, the issue was resolved after fse replaced the mim ((mains interface module). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.